Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a confused pacemaker. Cardiac electrophysiology clinics. 2016;8(1):181-3. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient's implantable pulse generator (ipg). The article reported that the patient's electrocardiogram showed that the mode of pacing for this patient was "inappropriate." This programmed mode led to "prolonged inappropriate aai -r pacing." The author indicated that the pacing mode is critical in pacing patients with a complete atrio-ventricular (av) conduction block. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.